Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak in the needle remains unknown.

Event description:
During the procedure, an air leak was noted. The needle was inserted into the swartz lamp introducer. When attempting to aspirate with the syringe attached, air was noted, probably from a hole near the syringe attachment the needle was exchanged to resolve the issue with no consequences to the patient.